Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited air/water channel and auxiliary channel clogged with white residue. There was no patient involvement.